Event description:
In 2008, total hip arthroplasty was done for oa. During operation when the doctor was closing the operative field after inserting the implants, the blood pressure dropped. Anesthetist did additional procedure. After the surgery, the patient was transferred to another hospital to receive further surgical procedure. The patient died of massive blood loss on two days later. *there is a possibility that blood vessel would have been damaged during inserting the implants or the procedure before insertion. Amendment 05/08/2008 - from the * in above original. There was a possibility that the doctor damaged the tissues within the abdomen by penetrating acetabulum by drill bit during the procedure for acetabulum. Bleeding point could not be confirmed by opening the abdomen.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.